Manufacturer narrative:
The affected administration set was not sent to zyno medical for investigation. Zyno medical's customer representative has reached out to the user on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 with no result. Thus zyno medical cannot confirm the issue.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00232).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the IV set.

Event description:
A zyno medical employee reported an IV set leaking issue at a client's site. The solution passed through the closed roller clamp on the secondary line. No patient harm or injury occurred for this case.